Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came to the emergency department due to a ¿no internal clock set" alarm from the system controller. The system controller clock was reset and as no further alarms occurred, the patient was sent home. The patient was reportedly asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed that the system was supported on battery power for an extended period of time until the external batteries depleted. At this time, the backup battery supplied power to the system controller until it was depleted. The clock reset and the pump stopped when all power sources were fully depleted. It was also noted that the driveline was disconnected and reconnected. The issue appeared to have been resolved when the patient switched to another power source. The patient was unable to provide information on what caused the battery depletion. No further information was provided.

Manufacturer narrative:
The report of an internal clock reset was confirmed based on the evaluation of the submitted system controller log file. The data captured in the log file contained normal pump parameters, until a low battery advisory, low battery hazard, and a no external power alarm were captured. The emergency backup battery engaged, and the pump remained in power save mode until the emergency backup battery depleted and the pump stopped. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop and system controller to reset. However, a specific cause for the depletion of the batteries was not reported and cannot be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.